Event description:
Growth noted in heated humidifier chamber on oscillator. Humidifier chamber was last changed 4 days ago and not scheduled to be changed for 3 more days. Per protocol, humidifier chamber and sterile water bag were both changed out.